Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer failed to properly cycle cartridge which is considered off label use. There was no reported adverse impact to the customers blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.